Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The facility administrator from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred during a patient¿s treatment. Additional information was obtained through follow-up with a patient care technician (pct) from the facility. The pct reported the blood leak to be external. Approximately thirty minutes after the start of hd treatment, during a routine station check, it was noted that blood was leaking externally from the dialyzer and dripping onto the floor. The pct said the leak was coming from underneath the lip of the end cap on the device. The machine, a fresenius 2008t machine, did not alarm. No visible damage or defects were noticed at the leak location. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 350 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.

Event description:
The facility administrator from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred during a patient¿s treatment. Additional information was obtained through follow-up with a patient care technician (pct) from the facility. The pct reported the blood leak to be external. Approximately thirty minutes after the start of hd treatment, during a routine station check, it was noted that blood was leaking externally from the dialyzer and dripping onto the floor. The pct said the leak was coming from underneath the lip of the end cap on the device. The machine, a fresenius 2008t machine, did not alarm. No visible damage or defects were noticed at the leak location. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 350 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.